Event description:
Event description cpi received information that the patient came into the ER because this implantable cardioverter defibrillator (ICD) was delivering beeping tones. Therefore, the ICD was interogated at which time it was noted that telemetry was unable to be established and a warning message was displayed indicating that a possible device malfunction had occured. It was also noted that this ICD was implanted subpectorally.